Manufacturer narrative:
(B)(4). Maude report number: mw5070385. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device "did not staple", did the device deliver a cut line? If not, did the device lock-out (no staples and no cut line delivered)? Can you clarify how the stapler did not cut correctly? Was a cut line not delivered? Was the cut line jagged, dull knife, irregular, etc? What is the product code of the reloads that were used in the procedure? Can you confirm your correct jjhcs number for the facility?

Event description:
It was reported that during an unknown kidney procedure; the stapler did not staple while using on the kidney vein. Also, same stapler did not cut correctly while using on kidney artery. Two separate reloads were used for each issue. It is now known how the procedure was completed. There were no adverse patient consequences reported.